Event description:
It was reported that the pump went into "stall mode" post magnetic resonance imaging (MRI) and did not recover. The pump was explanted. There was reported to be no patient injury and the patient recovered without sequela. The device system was delivering compounded baclofen. It was later reported that the patient had no symptoms related to the event. The stall was discovered by the healthcare professional's office. They attempted to program the pump with no success. Following the explant, the patient was reported to be "fine".

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4) implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type catheter product ID: 8590-1 lot# n300510, implanted: 2011 (B)(6), product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
The pump and a partial catheter were returned. Catheter was attached to pump and passed patency test. A non-significant indent was observed in the sc connector seal, but was tested and did not affect infusion. This pump appeared to have been exposed to a MRI and stopped as received by analysis and a stopped pump is unable to register a recovery after a MRI related stall. The pump was tested for motor stall recovery and a recovery was registered. Pump passed all additional testing and did not reveal any anomalies. Analysis concluded that the stalls noted in the field where likely related to the MRI exposure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.